Manufacturer narrative:
Follow-up # 1 date of submission 07/30/2013- device evaluation: the pump has been returned and evaluated by product analysis on 07/08/2013 with the following findings: a review of the black box history showed several ¿no cartridge detected¿ warnings. During testing, the pump powered on appropriately. A cartridge was inserted during the load step and the pump recognized the cartridge. The pump was primed and exercised successfully. The force sensor calibration was out of specifications. The force sensor resistance was within specifications. The pump was opened and an intermittent connection was found on the force sensor circuit due to a cracked trace.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The pump reportedly dispensed insulin during the load cartridge step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.